Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2024. It was reported that they had some pain during their procedure. But now, they don't feel any discomfort or pain and they're ok. Patient reported wires came loose from last night, device was currently off. The issue was not resolved and was ongoing. The agent advised to contact their doctor, if symptoms persist.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: 2026-(B)(6). Explanted: product type screening device product ID 306001 lot# unknown serial# implanted: 2026-(B)(6) explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.